Event description:
A customer contacted beckman coulter inc., (bec) and reported probe drips on their coulter act diff analyzer. The volume was a few milliliters and was not contained within the instrument. The customer was wearing personal protective equipment (ppe), consisting of a lab coat and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. The msds was not reviewed. There is an exposure control plan at the facility. There was no death, injury or an effect to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) instructed the customer, over the phone, to take the probe rinse block off the unit and emerge it in a cup of bleach for a few minutes and then re-install it. The customer indicated that took care of the problem and the unit was operational. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the probe drips was related to problems with the probe rinse block. (B)(4).